Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) 2007. Philips' field service engineer (fse) evaluated the system and found that when the estop was closed the couch made a controlled (powered) descent without initiation by pressing buttons. The fse determined the power control board had been eroded by acids such as rodent excrement or other liquid that caused component degradation and failure. The power control board gave a wrong release control signal to the vertical motor brake after the estop was closed. The vertical motor did not receive any control power from the couch inverter to move it down or up, but due to the couch's gravitation, the pt table moved down very slowly. The estop was opened to prevent further motion when it was found that pt table moved down without any operation. This customer site manages their own repairs and repaired the couch control board themselves. They reported the scanner to be working. (B)(4).

Event description:
Philips received a report from a customer site that the couch moved down when the e-stop was closed. There was no report of an injury to pt or operator.